Manufacturer narrative:
Device not returned.

Event description:
Reportedly, this device was explanted due to ai secondary to rheumatic changes in the heart. The device was replaced with a competitor device and as weaning pt from bypass she expired.